Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported hemolysis cannot be conclusively determined. The patient remains ongoing on (B)(6). Additional information regarding the event was requested from the account; however, the account will not provide any further information at this time. The heartmate ii left ventricular assist system instructions for use (rev. B) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted to the hospital from (B)(6) 2021 to (B)(6) 2021 for hemolysis. A cardiac catheterization was performed. Hyperbilirubinemia was not observed. The causal relationship with the device was considered low, but could not be denied.